Event description:
Customer reportedly obtained results of 253 mg/dl and 105 mg/dl within 1 minute on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.